Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt's ipg requires frequent recharging. She stated that she used to charge every week, but now she must charge every two days. The pt also reported that an increased recharge burden has been an issue since implant. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.